Event description:
A report was received that the patient underwent a pocket revision due to difficulty charging the ipg. The patient's pocket was made more superficial. The patient is reportedly doing well.

Manufacturer narrative:
Device remains in the patient. This is the final report.